Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("painful menstrual cycles") and abdominal pain lower ("excessive cramping"). The patient was treated with surgery (underwent procedure to remove essure device). Essure was removed in 2012. At the time of the report, the abdominal pain, nausea, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and nausea to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included graves' disease. Concurrent conditions included gallbladder disorder. Concomitant products included levothyroxine. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), cold sweat ("hormonal changes describe: hold/cold sweats"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), cystitis ("bladder infections") and urinary tract infection ("infection (bladder/urinary tract/vaginal)-type urinary tract infections"). In 2009, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and constipation ("constipation"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"). The patient was treated with antibiotics, ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)/oophorectomy - left one ovary/hysterectomy). Essure was removed in 2012. At the time of the report, the abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the nausea, dysmenorrhoea, abdominal pain lower, abdominal distension, cold sweat, mood swings, female sexual dysfunction, migraine, headache, dyspareunia, weight increased, constipation, alopecia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, cold sweat, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 151.927 kgs. Most recent follow-up information incorporated above includes: on 16-jan-2019: pfs received with her demographic details were updated. Following events were added: hormonal changes describe: hold/cold sweats, mood swings, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, constipation, hair loss, bladder infections, infection (bladder/urinary tract/vaginal)-type urinary tract infections and she did not underwent an essure confirmation test. Event clubbed: bloating/gastrointestinal or digestive system condition type: bloating. Event onset date added. Treatment drugs added. Event severity added for pelvic pain and abdominal pain. Event outcome added for abdominal pain, abnormal bleeding (vaginal), menorrhagia, abdominal pain and pelvic pain. Concomitant drug added. Aka name added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), abdominal pain lower ("excessive cramping"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed in 2012. At the time of the report, the abdominal pain, nausea, dysmenorrhoea, abdominal pain lower, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue and nausea to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events bloating & fatigue are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no: 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included graves' disease, multigravida, parity 4, gestational hypertension, kidney stones, hypothyroidism, knee pain, swelling nos, abdominal pain upper, cholelithiasis, uterine bleeding and cholecystectomy. Concurrent conditions included gallbladder disorder. Concomitant products included levothyroxine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), cold sweat ("hormonal changes describe: hold/cold sweats"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), cystitis ("bladder infections") and urinary tract infection ("infection(bladder/urinary tract/vaginal)-type urinary tract infections"). In 2009, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and constipation ("constipation"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"). The patient was treated with antibiotics, ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)/oopherectomy, left one ovary/hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the nausea, dysmenorrhoea, abdominal pain lower, abdominal distension, cold sweat, mood swings, female sexual dysfunction, migraine, headache, dyspareunia, weight increased, constipation, alopecia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, cold sweat, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in explant date: 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, nausea, abdominal pain. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs and mr received- reporter information, medical history and lot number were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 626210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included graves' disease, multigravida, parity 4, gestational hypertension, kidney stones, hypothyroidism, knee pain, swelling nos, right upper quadrant pain, cholelithiasis, uterine bleeding and cholecystectomy. Concurrent conditions included gallbladder disorder. Concomitant products included levothyroxine. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), cold sweat ("hormonal changes describe: hold/cold sweats"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), cystitis ("bladder infections") and urinary tract infection ("infection(bladder/urinary tract/vaginal)-type urinary tract infections"). In 2009, the patient experienced fatigue ("fatigue"), abdominal distension ("bloating/gastrointestinal or digestive system condition type: bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and constipation ("constipation"). In 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"). The patient was treated with antibiotics, ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)/oophorectomy - left one ovary/hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain, fatigue, vaginal haemorrhage, menorrhagia and pelvic pain had resolved and the nausea, dysmenorrhoea, abdominal pain lower, abdominal distension, cold sweat, mood swings, female sexual dysfunction, migraine, headache, dyspareunia, weight increased, constipation, alopecia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, cold sweat, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in explant date- 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, nausea, abdominal pain lot number: 626210 manufacturing date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.